Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: examination of the returned device confirmed the reported deformation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device is an instrument and is not implanted/explanted. Examination of the returned device confirmed the reported deformation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. The complaint sample consisted of (1) 230774002 rod for reaming guide holder, lot 5258998. Examination of the returned rod for reaming guide holder confirmed that the distal tip is bent. The overall condition of the device shows heavy to moderate usage. A world wide database search was done and found multiple reports of bent or broken tips. The root cause is attributed to the raw materials used for this device were not relevant for the design requirements. The material was changed to x17u4 at the plate junction and mx455 was changed at the tip via (B)(4); implemented on july 11, 2011. Depuy CAPA was closed and another CAPA was created. No further action indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Product is in secured storage.

Event description:
It was reported that the modular proximal humeral reamer was not fully assembled after first set of threads engaged. Examined after case (B)(4) was bent and distal tip blocking it from seating completely.